Event description:
On (B)(6) 2025, the user experienced a severe low blood glucose (bg) event, with a lowest blood glucose (bg) of 53 mg/dl. Logs showed the user announced five meals while blood glucose (bg) was low, unlocking the ilet each time to deliver meal announcements. The user later reported no recollection of these actions. Symptoms reported included shaking and clamminess. Blood glucose (bg) was corrected by consuming carbohydrates, though the user could not recall exactly what was eaten, and by replacing the dexcom g7 continuous glucose monitor (cgm). No outside assistance or medical intervention was required or reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.